Event description:
Hospital advised that an overinfusion occurred. User indicated that when the tubing was removed from the pump the flow stop did not close and a free flow occurred. There was no pt consequence.